Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded. The patient did not receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a CPAP device's sound abatement foam alleging particles in the device. The manufacturer has received the additional information alleging infections. There was no medical intervention required by the patient.